Event description:
It was reported that on january 23rd the doctor had performed a laparoscopic salpingectomy and a myosure tissue resection. The doctor then attempted a novasure ablation. The doctor attempted to seat the device, but was unable to get the array to open. The doctor looked back inside the cavity with the hysteroscope and noticed a perforation in the uterus. The doctor aborted the novasure ablation and decided to re-access the patient laparoscopically to view the perforation and apply a hemostatic agent to the affected area. No additional information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this case: 1222780-2024-00052 and 1222780-2024-00053.